Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 435mcg/ml fentanyl at a dose of 207.14mcg/day, 15mg/ml bupivacaine at 7.143mg/day, and dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's was "all bundled up and mangled up." The patient's healthcare provider had to take it out and fix it and then put it back in. This happened a short time after the patient had the pump implanted. No further complications were anticipated/reported. [***information omitted pertaining to (B)(6); pump catheter port issue, and (B)(6); problems w/ pump***]